Event description:
It was reported that the patient had a no disposable alarm a few weeks ago. Connecting a new cassette resolved the alarm. There was no clinician injury associated with this occurrence. No further details provided at this time. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.